Event description:
It was reported that after an unknown procedure, the device was not able to be detached from a disposable instrument. The device was checked and detached off from the disposable instrument at our technical service and it was found that the device was broken. The number of remaining uses was 50. The device was used to complete the case because this event occurred after the operation. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Nose cone. The handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. It is possible that the cracked nose cone caused the reported assembly/disassembly issues.